Manufacturer narrative:
The debvice was not retiurned for this investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient stated that their livongo blood pressure monitor was reading higher compared to a manual reading at their doctor's office. Our investigation confirmed that the member obtained a simultaneous comparison with the livongo cuff on one arm and the manual on the other, at the same time. The patient advised that the difference was 30 points.